Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ tip syringe became deformed when pushing the plunger, splashing the contents onto the nurse. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french: "occurrence of the incident: the nurse (ide) prepared her injection with a 5ml syringe bd plastipak. The syringe became deformed when the plunger was pushed and the contents of the syringe splashed onto the nurse. Also yesterday, the syringe product dripped onto the ide's hands during preparation yesterday. Immediate action: withdrawal of all syringes with the same batch within the department. Immediate consequences apparent: not mentioned".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-jun-2023 h6: investigation summary two samples were provided to our quality team for investigation. The sealed syringe was observed to have small breaks in the printing on the "plastipak" logo. However, the scale marking was still legible and acceptable per product specification. The loose 5ml syringe was observed to be warped, dented, and damaged around the mid-point of the barrel. The damage extended from the 2ml grad line area down the scale and around part of the barrel circumference. Potential root cause for the barrel damaged defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ tip syringe became deformed when pushing the plunger, splashing the contents onto the nurse. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from french: "occurrence of the incident: the nurse (ide) prepared her injection with a 5ml syringe bd plastipak. The syringe became deformed when the plunger was pushed and the contents of the syringe splashed onto the nurse. Also yesterday, the syringe product dripped onto the ide's hands during preparation yesterday. Immediate action: withdrawal of all syringes with the same batch within the department. Immediate consequences apparent: not mentioned".